Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 250-300 mg/dl with a large level of ketones. An insulin injection was used to address the bg level. The contact did not know what caused the high bg level. As the customer was not experiencing the high bg at the time tandem technical support was contacted, a system check to determine a possible cause of the high bg level was not performed.